Event description:
Reportedly, when the ventilator was switched from ac to battery operation, it alarmed device alert and stopped ventilation. The battery voltage was found low. Please note that there was no patient involvement in this case.

Event description:
Reporter alleged the customer obtained the results of hi (greater than 600 mg/dl) and 247 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.